Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device keypad keys were found to be operational. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, a blank screen was observed while powering on the device. The cause was identified to be the non working processor printed circuit board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some spectrum pump keys did not respond during an unspecified process step. There was no patient involvement. No additional information is available.